Event description:
A sales representative reported that the device deflated during a surgical procedure. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation.

Event description:
A sales representative reported that the device deflated during a surgical procedure. There was no delay, no medical intervention, and no adverse consequences.